Event description:
It was reported that the gastrointestinal videoscope was not recognized when connected to the processor. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e226 (scope communication error) and no image is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device unit broken due to error e226 (scope communication error) appeared and no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.